Event description:
It was reported that sometimes post a port placement procedure, under chest x-ray examination, the port catheter allegedly transverse in the mediastinum and one end of the port catheter was allegedly located in the left supraciliary area, and the other end was located in the right sub hilar area. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photo were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometimes post a port placement procedure via the right internal jugular vein, the aspiration process of prefilled heparin sodium was allegedly blocked and was suspended. It was further reported that under chest x-ray examination, the catheter was allegedly found to be ruptured. It was also reported that the catheter was allegedly displaced transversely in the mediastinum with one end in the left suprahilar region and the other end in the right subhilar region and was found to be folded in a tortuous way. Furthermore, the patient experienced symptoms such as nausea, chest tightness, and hypotension, which were disappeared after oxygen inhalation. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo and one x-ray images were provided for review. The image shows the catheter fractured and migrated to the right atrium. The photo shows the catheter with a fracture. Therefore, the investigation is confirmed for reported fracture, material separation and migration issues. However, the investigation is inconclusive for the reported suction issue as no objective evidence to confirm the reported suction issue was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 02/2026), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.